Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd885285, gd885285 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. The nurse stated the patient experienced peritonitis on (B)(6) 2011. On an unreported date in 2011, the patient experienced a tunnel infection and abscess with no exit site. Treatment for the peritonitis included unspecified vancomycin. Treatment for the tunnel infection and abscess with no exit site was not reported. The patient was not hospitalized for these events. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided. The nurse was unable to report the cause of the peritonitis. At the time of this report, the patient was recovering from both events. Medical history included peritonitis. The nurse stated the events were not related to dianeal therapy.